Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. There were no visual damages found and the pump passed the leak and functional testing. Both cylinders had wear at folds in the middle of the cylinder. Both cylinders passed the leak test. Both rear tip extenders (rte) passed visual inspection. The reason for the pump mechanical issue could not be substantiated during functional testing and no other fault conditions were identified.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a revision due to the pump not working properly. The pump did not move enough fluid to the cylinders for an adequate erection. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a revision due to the pump not working properly. The pump did not move enough fluid to the cylinders for an adequate erection. The device was removed and replaced. There were no patient complications.